Event description:
Ous MDR - after an implantation period of about 60 months an oversensing with inappropriate shocks was reported. The artifacts could be reproduced while moving the patient's shoulder. A suspected fracture of the electrode is possible. The lead was explanted and returned to biotronik for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 16.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the shock coil and the lead tip were not returned. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragment was visually and electrically analysed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.